Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coelioscopy performed with a 3d column, at the beginning, on the insertion of the trocar and when they inflated the balloon to fix the sleeve through the abdominal wall, the trocar balloon exploded during the intervention, two hours after installation. A new identical trocar was set up which also exploded after thirty minutes. The balloons were inflated to 30 ml. A small part of the balloon fell into the patient¿s cavity. They changed the trocar three times and used a trocar of another brand to finish the case.